Manufacturer narrative:
(B)(4). Upon further review of this report, it was discovered that failure code 34:448:1323:001 is not the correct failure code reported by the customer. The customer reported failure code 34:448:1323. This failure code has been addressed in (B)(4), report number 6000001-2011-14646.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 34:448:1323:001. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.